Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and unraveled, and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed the sr wire was fractured, and the embolization coil was detached and unraveled. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach from the pusher assembly and unravel. Further evaluation revealed the pusher assembly was kinked in multiple locations and the pet lock was broken. This damage was likely incidental and may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While advancing a new ruby coil through the lantern, the physician wanted to reposition the lantern and retracted a ruby coil into the lantern. Upon retraction with no resistance, the ruby coil unintentionally detached in the lantern and unraveled. The lantern was removed with the detached ruby coil inside. The physician decided not to implant any more coils and the procedure was ended at this point. There was no report of an adverse effect to the patient.